Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 16may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit had been updated to the latest version to enable high flow therapy (hft) during an event. The fse disabled the hft feature and downgraded the software to the original version. The issue was resolved and the unit returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that an unknown issue occurred while updating the software for the unit. There was no patient involvement.